Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed and no anomalies were found.

Event description:
It was reported that five days after implant the right ventricle (rv) lead had "intermittent v pacing failures" and high thresholds. It was further reported that the lead had become dislodged. The lead was revised and remains in used. It was further reported that an x-ray revealed the device had migrated since implant. Also, blood ingression in the connector block of the implantable pulse generator (ipg) was noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4574 implantable pacing lead 2014-(B)(6). (B)(4).